Event description:
It was reported that the patient underwent a surgical procedure involving a previous sling due to recurring incontinence. An artificial urinary sphincter (aus) was implanted. There were no further patient complications reported.

Event description:
It was reported that the patient underwent a surgical procedure involving a previous sling due to recurring incontinence. An artificial urinary sphincter (aus) was implanted. There were no further patient complications reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported issue of incontinence, could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Incontinence is documented as an adverse event. There is no evidence that the device was used or handled improperly. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation incontinence cannot be confirmed. Investigation conclusion: based on this investigation and all information available, a conclusion code of known inherent risk of device was assigned to this investigation. Risk review and labeling review identified that the adverse event of incontinence is a known risk of the device. The cause of the incontinence was not established by physician, although incontinence is included in the labeling documentation as an adverse event of implant surgical procedure. The risks, benefits, and potential adverse events of all available treatment options should be discussed with the patient and considered by the physician and patient when choosing a treatment option is included in the document, therefore a conclusion code of known inherent risk of device was chosen.